Event description:
It was reported that during the procedure the subject coil could not be fully detached. Upon removal of the subject coil, it had appeared that the coil had fractured and was retrieved by the microcatheter used during the procedure. The physician then replaced the subject coil and the microcatheter and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject main coil was returned manually detached and coil delivery wire was not returned. The distal tip was found to be intact and subject main coil was noted to be stretched. Functional test was not carried out as subject main coil was returned detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was maintained, no damage was sustained to the delivery wire during use, the patient's anatomy was moderately tortuous, and the coil fractured when it was attempted to be withdrawn back into the sl-10 microcatheter after failed detachment. The damage noted to the device would be indicative of the as reported defects. The main coil was seen to be stretched which may have caused detachment issues and the main coil probably broke/detached when it was attempted to be withdrawn back into the sl-10 microcatheter after failed detachment. A cause of procedural factors has been assigned to the reported and analyzed events, as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil could not be fully detached. Upon removal of the subject coil, it had appeared that the coil had fractured and was retrieved by the microcatheter used during the procedure. The physician then replaced the subject coil and the microcatheter and continued the procedure without clinical consequences to the patient.